Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)") in a female patient who had essure (batch no. C91772) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet received. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)") and genital haemorrhage ("genital bleeding / abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included obesity, multigravida and parity 4 ((B)(6) 2010, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014). Concurrent conditions included asthma. Concomitant products included diphenhydramine citrate;paracetamol (excedrin p.m.), ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with she underwent treatment due to complications from the essure devices. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, depression, headache, migraine, weight increased, dysmenorrhoea, anxiety, mood swings, fatigue, pelvic pain, back pain, vaginal discharge and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: events- "vaginal discharge, dyspareunia (painful sexual intercourse), patient did not undergo essure confirmation test", reporter, medical history, concomitant drug added from pfs. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)") and genital haemorrhage ("genital bleeding / abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included obesity, multigravida and parity 4 (B)(6)2010, (B)(6)2012, (B)(6)2013, (B)(6)2014). Previously administered products included for an unreported indication: inhaler. Concurrent conditions included asthma. Concomitant products included caffeine;paracetamol (excedrin), ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain ("pelvic pain / pain") and back pain ("lower back pain"). In (B)(6)2014, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"). In (B)(6)2014, the patient was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with she underwent treatment due to complications from the essure devices. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, depression, headache, migraine, weight increased, dysmenorrhoea, anxiety, mood swings, fatigue, pelvic pain, vaginal discharge, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown and the back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2019: plaintiff fact sheet received, event added- abnormal bleeding (vaginal, menorrhagia). Events severity added, historical drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), device dislocation ("the left essure device is partially visualized. The right essure device is not clearly seen") and genital haemorrhage ("genital bleeding / abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, multigravida and parity 4 ((B)(6) 2010, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014). Previously administered products included for an unreported indication: inhaler. Concurrent conditions included asthma, dysuria, hematuria, abdominal pain, nausea, allergic to cats and environmental allergy. Concomitant products included caffeine;paracetamol (excedrin), ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with she underwent treatment due to complications from the essure devices. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, depression, headache, migraine, weight increased, dysmenorrhoea, anxiety, mood swings, fatigue, pelvic pain, vaginal discharge, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown and the back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound pelvis - on (B)(6) 2017: the uterus is anteverted and measures 8 x 5.5 x 3.4 cm. The myometrium is homogeneous and the endometrial cavity is empty. The left essure device is partially visualized. The right essure device is not clearly seen. The double layer endometrial thickness is 0.22 cm. The right ovary measures 2.9 x 2 x 1.4 cm containing small follicles . The left ovary measures 2.4 x 2.3 x 1.3 cm containing small follicles. In addition, the bilateral adnexa are within normal limits . There is no free fluid in the pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: medical record received. Event added: left essure device is partially visualized. The right essure device is not clearly seen. Reporters information, medical history and lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (ectopic)') and device dislocation ('the left essure device is partially visualized. The right essure device is not clearly seen') in a 25-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, multigravida and parity 4 ((B)(6) 2010, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014). Previously administered products included for an unreported indication: inhaler. Concurrent conditions included asthma, dysuria, hematuria, abdominal pain, nausea, allergic to cats and environmental allergy. Concomitant products included caffeine;paracetamol (excedrin), ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced genital haemorrhage ("genital bleeding / abnormal bleeding (general)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with she underwent treatment due to complications from the essure devices. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, depression, headache, migraine, weight increased, dysmenorrhoea, anxiety, mood swings, fatigue, pelvic pain, vaginal discharge, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown and the back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound pelvis - on (B)(6) 2017: the uterus is anteverted and measures 8 x 5.5 x 3.4 cm. The myometrium is homogeneous and the endometrial cavity is empty. The left essure device is partially visualized. The right essure device is not clearly seen. The double layer endometrial thickness is 0.22 cm. The right ovary measures 2.9 x 2 x 1.4 cm containing small follicles . The left ovary measures 2.4 x 2.3 x 1.3 cm containing small follicles. In addition, the bilateral adnexa are within normal limits . There is no free fluid in the pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: fu received.no new significant change made in medical context of case.case made significant due to imdrf code. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (ectopic)') and device dislocation ('the left essure device is partially visualized. The right essure device is not clearly seen') in a 25-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, multigravida and parity 4 ((B)(6) 2010, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014). Previously administered products included for an unreported indication: inhaler. Concurrent conditions included asthma, dysuria, hematuria, abdominal pain, nausea, allergic to cats and environmental allergy. Concomitant products included caffeine;paracetamol (excedrin), ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced genital haemorrhage ("genital bleeding / abnormal bleeding (general)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with she underwent treatment due to complications from the essure devices. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, depression, headache, migraine, weight increased, dysmenorrhoea, anxiety, mood swings, fatigue, pelvic pain, vaginal discharge, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown and the back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound pelvis - on (B)(6) 2017: the uterus is anteverted and measures 8 x 5.5 x 3.4 cm. The myometrium is homogeneous and the endometrial cavity is empty. The left essure device is partially visualized. The right essure device is not clearly seen. The double layer endometrial thickness is 0.22 cm. The right ovary measures 2.9 x 2 x 1.4 cm containing small follicles . The left ovary measures 2.4 x 2.3 x 1.3 cm containing small follicles. In addition, the bilateral adnexa are within normal limits . There is no free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, batch no c91772; production date 2014-08-07; expiration date 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)") in a female patient who had essure (batch no. C91772) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)") and genital haemorrhage ("genital bleeding") in a 25-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, depression, headache, migraine, weight increased, dysmenorrhoea, anxiety, mood swings, fatigue, pelvic pain and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, migraine, mood swings, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events (hormonal changes describe: mood swings, psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), genital bleeding, weight gain, fatigue, pelvic pain and low back pain) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.